Event description:
A medtronic representative reported that during a spinal fusion procedure the surgeon alleged the navigation system was inaccurate. The surgeon alleged the inaccuracy was 4 millimeters inaccurate, a specific direction was not provided. The surgeon completed the procedure with the use of the navigation and imaging systems. There was no known impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative reported that, the site uses imaging system tube drapes and non-medtronic optical spheres on instruments. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue during testing. Medtronic representative reported several successful surgeries have been logged against this system since this report.

Manufacturer narrative:
A medtronic representative reported that the site was not able to provide patient demographics. The rep tested the system after it was reported and could not get the error to reoccur. The rep stayed for the next case with the surgeon and the case went smoothly. During the reported incident, the surgeon stated that the alleged inaccuracy was noticed right after the spin and was in the amount of 10 mm. There were no snap shots taken to confirm this. They immediately re-spun and continued on with the case successfully. The software investigation found that the reported event was unrelated to a software issue. The site used spheres from a third party vendor that have not been validated with the application. The software functioned as designed.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿